Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed a full system verification and was not able to reproduce the reported complaint. The system was tested and verified as ready for use. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse's service visit did not reveal any issues related to the customer reported event. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure that universal surgical manipulator (usm) 4 drifted when the grab-and-go feature was utilized. The usm also had issues with instrument recognition, even after changing the drape. The procedure was reportedly able to be completed, with no reports of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction to annex c, d, g.